Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the impedance trend on the rv pacing lead was rising. Analyst commented, rv pace impedance at 1000 ohms by (B)(6) 2016. Rv pace impedance fairly steady at approximately 443 ohms through (B)(6) 2015, steadily rises to 1104 ohms between (B)(6) 2016.

Event description:
It was reported that facility inquired regarding suspected right ventricular (rv) lead fracture and/or dislodgement. Information received indicated rv pacing impedance rising. Recommendation to replace rv for high impedance and/or unacceptable pacing and/or sensing vectors. The rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.